Manufacturer narrative:
The insulin pump had constant motor error during rewind due to oily motor. Analysis was unable to perform the displacement test or verify motor position encoder error alarm in alarm history screen due to motor error alarm. The insulin pump had cracked reservoir tube and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 20 mmol/l at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.